Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact; however; the audio bolus button cover was torn. Additionally, the inspection revealed moisture behind the display lens. The pump was unable to power on due to this; therefore, the original complaint of a keypad response issue was unable to be fully investigated. The pump failed a leak test at the audio bolus button. The keypad cover was removed and no defect of the button contacts was found. Evidence of moisture was found on the display screen, printed circuit board, force sensor, and various other electrical components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.